Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3889-28, lot# va0q0uw, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the patient implantable neurostimulator (ins) was not working. The nurse told the patient that the device was fried and they could only get 1 program to work. The only thing the patient could do was increase or decrease that 1 program. The ins had never worked in controlling the patient symptoms. The health care provider (hcp) told the patient to call the manufacturer to find out what the next step would be. The nurse checked the impedance on the leads and the patient was told there was a quantity of 4 leads implanted. The hcp was not sure what the next step would be. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that there were new programs set up for the device with the manufacturing representative (rep). The patient was keeping a one week bladder record of no program and then one week record with program 1. After, they would check back with the health care professional (hcp) to determine the plan from there. If additional information is received, a follow-up report will be sent.